Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out, externalized conductor were observed with no electrical abnormalities. The lead was capped and replaced. Patient is fine.